Event description:
It was reported that the physician was having trouble with the tablet programmer. The tablet kept reporting an error message "the system cannot find the file specified" and "unable to open port.¿ the company representative performed troubleshooting, such as changing the wand battery, plugging in the tablet to the wall, leaving it unplugged, and removing the sd card and putting it back in. However, this did not resolve the issue. The programming system was returned to the manufacturer for analysis. An analysis was performed on the returned tablet, and the reported allegation was verified. The cause for the serial cable anomaly is associated with a broken wire connection in the serial cable db9 hood assembly. Sem analysis of the wire strands identified that the broken wire connections were associated with a stress-induced fracture. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The programming wand performed according to functional specifications.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the tablet device history records confirmed all quality tests were passed prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.